Event description:
It was reported that the insulin pump alarmed, and the customer could not change the reservoirs properly; the reservoirs were refilled. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the basic occlusion test and was unable to prime during the prime test as a result of a protruded/loose drive support disk. The device had scratched screen, cracked battery tube threads, cracked belt clip slot at the battery tube threads area, and cracked reservoir tube lip.